Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the device and verified the reported complaint. When the device was tested the membrane failed to silence any alarm. The membrane was replaced and the device passed all testing. The reported event was duplicated.

Event description:
During service, the ventilator alarm silence button failed to silence the shutdown alarm. There was no patient involvement.